Event description:
During surgery, the inserter broke as the physician was impacting the plug into the intervertebral space. The physician removed the plug without any negative impact or complications.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured specification.